Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition. Reprogramming efforts were performed. At this time, this lv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).